Event description:
Patient underwent cataract surgery. Lens was inserted into the capsular bag, the trailing haptic appeared to be adhered to the posterior side of intraocular lens (iol). Provider inserted irrigation / aspiration (I/a) back into the eye in an attempt to loosen the haptic. It did not come off. Case proceeded as normal, and patient was discharged. Patient presented in ophthalmology outpatient office for her post op visit same day in afternoon. Upon examination, the lens was out of the capsular bag and was decentered. The haptic was still adhered to the posterior side of intraocular lens (iol).